Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly the customer was not performing the air removal step. Tandem technical support educated the customer that not performing the air removal step is off label per the tandem user guide. Customer performed a supply change to address the issue. Customer's blood glucose level was 380 mg/dl,